Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited failure to capture. No intervention was performed. The patient had no consequences.